Event description:
New information noted that programming changes were made on 7 nov 2019.

Event description:
New information noted that despite the previous programming changes, additional far r-wave oversensing episodes were observed resulting in inappropriate automatic mode switch episodes. Programming changes were suggested but no intervention was performed as the patient will continue to be monitored. Patient was reported to have been asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed episodes of inappropriate automatic mode switch episodes due to far-r wave oversensing. Programming changes were recommended but no intervention was performed. No adverse patient consequences were reported.